Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between (B)(6) 2011 and (B)(6) 2021. Article citation: a.m. El banayosy, et al. ¿impact of surgical debridement with or without omental wrap on deep lvad infections" 01apr2022. Advanced cardiac care, integris baptist medical center, oklahoma city, ok. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿impact of surgical debridement with or without omental wrap on deep lvad infections¿ that patients with deep pocket/mediastinal infections were identified. Infections were confirmed by culture, clinical signs and/or radiographic evidence. This is a retrospective study evaluated 30 left ventricular assist device (lvad) patients implanted between (B)(6) 2011 to (B)(6) 2021. Patients were classified by whether they either received just surgical debridement and antibiotics (group a) or omental wrap as well (group b). Only group b contained heartmate 3 (hm3) patients. The 2-year mortality in group b was 18% compared to 92% in group a. Mortality resulting from neurologic complications was lower in group b (33.3%) than group a (83.3%).infection-related readmissions were lower in group b (0.072eppy vs 0.615). 13 patients (77%) in group b were transitioned to oral antibiotics. No long-term antibiotic-related complications were noted. Related MFR #: 2916596-2022-11744.